Manufacturer narrative:
Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Service in the field was performed on november 29, 2016. The replaced lps s/n (B)(4) was received at the manufacturer on november 30, 2016. Product evaluation: the lps was evaluated in house and passed the functional in-house test was noted. Probable root cause: based on the analysis summary, the probable root cause was no failure found.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The replaced lps s/n (B)(4) was received at the manufacturer on november 30, 2016.

Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(6) 2016. System analysis/service repair: the reported error code 20 was reproduced. The laser power supply was replaced, igniter voltage board was adjusted and the detectors were set and laser was calibrated. Laser was tested and verified to meet field specifications. The faulty laser power supply has not been returned for evaluation.

Event description:
It was reported that during preparation for a procedure "error 20" was observed while in standby mode. The error could not be cleared. The procedure was canceled and rescheduled. No harm to the patient was reported.